Manufacturer narrative:
The initial reporter indicated that lens was not available to be returned for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. There have been no other complaints for this lot to date. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided we are unable to determine a root cause. No corrective action is necessary at this time. If the device is returned for evaluation or additional information is obtained, the investigation will be reopened and a supplement report will be submitted.

Manufacturer narrative:
Investigation of this report is in progress. The device is not available for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
A user facility in the USA reported that a toric iol was explanted three weeks post implant as a result of toric iol rotation. No complications were experienced during the original procedure. A capsular tension ring (ctr) was placed during the procedure. The iol optic was clear and free of debris/deposits. It was reported that the lens was shifting/rotating. The lens axis changed, and the patient noticed a decrease in their vision. The doctor repositioned the lens two weeks post implant, but it did not help. The lens was explanted three weeks post implant and exchanged for another model.